Event description:
Hamilton medical ag received the following incident description: "when doing preventive maintenance, strange battery readings were noticed. Replaced battery and received "internal battery empty" error."

Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d4, g6, h2, h4, h11.

Event description:
Hamilton medical ag received the following incident description: "when doing preventive maintenance, strange battery readings were noticed. Replaced battery and received "internal battery empty" error."

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d4, g6, h2, h4, h11. Follow-up 2 - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. During preventive maintenance, abnormal battery readings were observed on the ventilator. No patient was involved as it was outside a clinical use. The event did not cause or contribute to a death or serious injury to a patient. The internal battery was replaced, but the device subsequently displayed an "internal battery empty" error. A replacement power management supply was shipped to the customer. No confirmation was received regarding the resolution of the issue. Although the outcome could not be verified, it is assumed that the issue was resolved by replacing the power management supply, as no further complaints have been reported.

Event description:
Hamilton medical ag received the following incident description: "when doing preventive maintenance, strange battery readings were noticed. Replaced battery and received "internal battery empty" error.".